Manufacturer narrative:
The mega needle driver instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, wire was exposed on the mega needle driver. The procedure was completed with reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that the patient was not injured. Patient's injury was selected by mistake. The wire cable was broken. A surgical task that was being performed at the time was laparoscopic hernia. There was no bleeding, and no blood transfusion was administered. The surgeon did not think that the system or instrument caused a contributor to reported event. There were no complications and no impact. According to the surgeon there were no concern for a long-term complication. The instrument was inspected prior to use, and no damage was noted. The procedure was completed as planned. No patient information is available.